Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon fired five gold reloads without seam guard on the stomach, the firing was fine and the stapling was normal. When the sleeve was tested for leaks with blue dye, the staple line leaked in two places, the surgeon could see malformed staples on the staple line. The surgeon over sewed the staple line and carried out the test again to check that the staple line was secure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Its hard to tell where the leak was, you should be able to see on the video. If echelon, during which stroke did the event occur? Question does not relate to product complaint. What other color cartridges were used before and after this event? Gold. Was the instrument fired across or near an existing staple line or clip? It was a sleeve gastrectomy so firings were near previous staple lines- you can see this on the video. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with five ecr60d cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). A photograph was returned for review. Ees field quality engineer reviewed the photo and provided the following summary: "in my opinion the ec60a staple line complications observed were a combination of the gold cartridge being at its specification limits with no margin (green may have been a better selection), tissue bunching and possibly crossing staple line at an angle not allowing for a clean transection." The analysis found that one device was returned in good visual condition and with five (B)(4) cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.